Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced hypoglycemia with syncope, and unsteadiness when standing and walking associated with an alleged button/keypad issue. Reportedly, the patient remained on the pump and was treated with unknown treatment by emergency medical services. During troubleshooting, the reporter stated that the patient passed out due to a low blood sugar; it was ¿too low to read.¿ the reporter also stated that the keypad was torn/punctured, and there was an over delivery issue. The reporter believed that the bg was low due to tan over delivery issue. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged over delivery/keypad issue.